Event description:
The complainant stated that the head section is drifting down after the function switch is released. It takes a few minutes to drift down.

Manufacturer narrative:
The technician found the head section was drifting down 5 degrees over 20 minutes. He isolated the issue to a sticking head down valve. He replaced the head down valve to repair the bed.